Event description:
On 8/7/95 the infusion gas was filled with fluorouracil 3200mg, heparin 300 units, normal saline 43.6 ml. Total volume of 110.6 ml. Bag and pump were connected to pt's catheter. Pt first noticed leakage on 8/7. On the morning of 8/8, pt returned to clinic for evaluation to have pump disconnected. The fluorouracil solution was leaking from the air filter an the tubing.